Event description:
The monitor and electrode belt were returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received seven appropriate treatments and an inappropriate treatment. The device was started up at 13:37:09 on (B)(6) 2024. At 00:53:37 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf. At 00:54:14, the patient received the first appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with tactile artifact. At 00:54:41, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 30 bpm with tactile artifact. Post shock rhythm was asystole with intermittent cardiac activity for 14 seconds transitioning to sinus bradycardia @ 30 bpm. At 00:55:36, an arrhythmia was detected. ECG shows vf. At 00:55:36, the patient received the second appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus beat followed by asystole for 6 seconds transitioning to sinus bradycardia @ 30 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:18:45, an arrhythmia was detected. ECG shows vf. At 11:19:16, the patient received the third appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus beat followed by asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:19:53, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity degrading to vf. At 11:20:24, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:21:04, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity degrading to vf. At 11:21:35, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity degrading to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:22:09, the patient received the sixth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 11:22:43, the patient received the seventh appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vf. The device was shut down at 11:23:11 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the front therapy electrode was severed and missing. The root cause for the missing therapy electrode was physical abuse. There is no indication that the open r781 transistor or missing therapy electrode caused or contributed to the patient's passing as the device was able to detect and treat vf rhythm on the date of passing. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received seven appropriate treatments and an inappropriate treatment. The device was started up at 13:37:09 on (B)(6) 2024. At 00:53:37 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf. At 00:54:14, the patient received the first appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 30 bpm with tactile artifact. At 00:54:41, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 30 bpm with tactile artifact. Post shock rhythm was asystole with intermittent cardiac activity for 14 seconds transitioning to sinus bradycardia @ 30 bpm. At 00:55:36, an arrhythmia was detected. ECG shows vf. At 00:55:36, the patient received the second appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus beat followed by asystole for 6 seconds transitioning to sinus bradycardia @ 30 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:18:45, an arrhythmia was detected. ECG shows vf. At 11:19:16, the patient received the third appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus beat followed by asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:19:53, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity degrading to vf. At 11:20:24, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:21:04, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity degrading to vf. At 11:21:35, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity degrading to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:22:09, the patient received the sixth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 11:22:43, the patient received the seventh appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vf. The device was shut down at 11:23:11 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.